Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 immediately started to deflate once applied. The patient was discharged, no issue. Procedure was a success. Additional information was received on 26 jun 2023: the procedure was a left heart catheterization (lhc). 18ml's of air were injected into the tr band when it was applied. The device was not manipulated before use in any way. The product stored prior to use on the shelf in lab, standard storage. There was a glide sheath slender, wire, catheter used at the access site. A second tr band was opened and used to achieved hemostasis. There was no blood loss. No noticeable damage to the device.

Manufacturer narrative:
One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 8ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the connection tube. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete seal on the inflation tube to connection tube. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal between the inflaiton tube to connection tube. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).